Event description:
It was reported that a patient presented to clinic for an off-label MRI. The implantable cardioverter defibrillator was programmed to voo 85, magnet mode was turned to ignore, therapies were disabled, and noise reversion was off. During the scan, the device would periodically pace at voo 50. Device interrogation revealed multiple noise episodes stored in the ICD. The ICD was reprogrammed. The patient condition was stable.